Event description:
During svc, the unit was found to have the motor stall with breath rate error alarm. Replaced logic board, due to varnish being split on integrated circuit u4 and u5 shorting pins together, to correct the problem.